Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd driver. The pump had cracked case at display window corner, battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump was blank and it just beeped. The customer reported the location of the damage to be around the battery cap. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.